Event description:
In this event it is reported that a profile vortex blue 04/15 25mm broke during use. The broken part was not retrieved and was incorporated into the fill. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation completed. Customer returned 60x sealed files. Per ansi/aq z1.4-2003 inspector's rule (using single sampling plan 'normal' at inspection level s2 with aql 1.5), a sample lot of 8 were checked. Checked under microscope and found no manufacturing marks or defects. Files were measured using opt comp-007 (calibration date 8/23/2024) and passed all attributes checked (wire size, d3, d6, and d11), engineering reviewed and had 5 files were tested in the lab. Returned product meets specifications. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.